Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating the patient was going to get x-rayed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Estimated event date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that over the last 4-5 months the patient was having episodes with severe cramping, head and neck pulling to one side, dizziness, and arms pulling up. The patient had one such episode the day prior to this report. The usage diary showed 99% usage, and that therapy was on the day of the most recent episode. The patient feels like the therapy has cut out and gets a sore neck. The only resolution has been turning the therapy off and back on with the programmer, otherwise the episode will last a while. Impedances were reportedly normal. The ins level was at 2.725v at the time of this report. The left side therapy impedance was 816 ohms and 5.748 milliamperes. The right side therapy impedance was 929 ohms and 5.361 milliamperes. The patient was programmed on c & 2 at 4.7v, 180 microsecond pw, 110 hz and 5v, 180 microsecond pw, 110 hz. It was noted that the patient falls a lot and lost (B)(6) lbs recently. There was no specific event that was reported to have been related to these episodes. No further complications were reported. The patient was implanted for dystonia.